Event description:
It was reported that the patient's ipg was not communicating with external devices. Patient reported having a back fusion surgery on (B)(6) 2018, and since then the ipg had not worked. As a result, the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.